Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and multiple back operations. It was reported that the patient was currently hospitalized on (B)(6) 2016 for pain. Tenderness occurred at the pump site. The patient was having a computerized tomography (CT) and an ultrasound performed and fluid was found around the pump. The patient was given intravenously (IV) liquid antibiotics and pain medications. The patient's medical history included epilepsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.